Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no defects or anomalies were noted with the returned lead. The guide wire was unraveled and blood obstruction was noted.

Event description:
It was reported that during the implant procedure noise was detected. After a new lead was attempted, it was noticed the guide wire was frayed. The lead was not implanted. No patient complications have been reported as a result of this event.